Event description:
It was reported that the patient was having pain around the ipg site despite the septical cord stimulator revision procedure (MFR. Report number:3006630150-2021-05643). The patient was given some steroid injections with short term benefit.